Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a button error on the insulin pump. The customer's blood glucose reading was 97 mg/dl. The customer stated that while viewing the sensor alert history, the down button will not scroll past that. The customer stated that the down button does not work properly. The customer stated that she was able to scroll up and down to view early and late alert times. The customer was advised to monitor the keypad and call for assistance as needed.